Event description:
A (B)(6) female patient contacted zoll customer support to report that the wire leading from the vibration box to one of the te pads is cracked. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cracked wire) has been confirmed. As received, the distribution node to rear two wire te cable was pulled from the strain relief. Wires were exposed and pinched. The cause of the pulled cable and pinched wires cannot be positively identified but is likely due to excessive force. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.